Event description:
The initial reporter complained of a discrepant low result for 1 neonate patient sample tested for cobas c bilirubin total gen.3 (bilt3) on a cobas 6000 c501 module. The initial result was 0.5 mg/dl. This result was reported outside of the laboratory where it was questioned by the doctor. The sample was repeated twice with results of 11.5 mg/dl and 11.7 mg/dl. The repeat results were believed to be correct.

Manufacturer narrative:
The bilt3 reagent lot number was 763979 with an expiration date of 31-aug-2025. Calibration was last performed on (B)(6) 2024 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. There were multiple "abnormal probe sucking" alarms noted on the date of the event near the time the sample was processed. The field service engineer (fse) replaced the sample probe, performed adjustments, and flushed the sample line. Precision testing was performed. The service actions resolved the issue.